Manufacturer narrative:
The customer reported a smartsite needle-free valve leak, stick down, and blood in the smartsite body. It was only confirmed blood inside the smartsite body. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, misassemblies. Further visual inspection showed traces of blood inside the connector, between the valve's clear body and piston. No other anomalies were observed on the smartsite during visual inspection. Functional testing showed no anomalies. The received smartsite connector¿s female and male luer ports were measured and were found to be within iso standards. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston. This is due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn noted that blood backed up into needleless connector attached to purple lumen of PICC line during time of lab draw. Attempts to flush blood were unsuccessful; blood noted outside of blue springs of needleless connector. Needleless connector changed (change was less than 24 hours after previous needleless connector change), sequestered in plastic bag, and provided to unit cns.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn noted that blood backed up into needleless connector attached to purple lumen of PICC line during time of lab draw. Attempts to flush blood were unsuccessful; blood noted outside of blue springs of needleless connector. Needleless connector changed (change was less than 24 hours after previous needleless connector change), sequestered in plastic bag, and provided to unit cns.

Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. The smartsite was received with traces of blood inside the connector. Functional testing showed no anomalies. The root cause of the customers report could not be determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the smartsite connector leaked due to valve stick down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there was no additional event details provided.